Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's display was fading in and out with each pulse and will power cycle itself. The customer indicated no patient involvement.